Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after experiencing a syncopal episode. Upon interrogation, the pulse generator exhibited a loss of output and the battery had reached end of life. The right atrial lead and right ventricular leads also exhibited loss of capture; it was suspected it was due to the pulse generator's low battery voltage. On (B)(6) 2016 the pulse generator was explanted and replaced,. The patient was doing fine during and post procedure.